Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that the patient who was having this device implanted had passed away some time following the procedure, which was interrupted when the patient's medical condition deteriorated. A temporary pacemaker was still being used when the patient stopped breathing and medical interventions were initiated. The patient was intubated. The representative did not know if the implant procedure was subsequently completed. The following day, the representative was informed that the patient had passed away and that no autopsy would be performed. The available evidence indicates that the clinical observation was most likely related to the presence of a separate temporary pacemaker that is not a boston scientific product.